Event description:
It was reported that the insulin pump alarmed no delivery, followed by a motor error alarm during a basal delivery. The blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm, no excessive no delivery alarm noted and the motor passed the motor test. The insulin pump passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime/a33 tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.